Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire break occurred. The 90% stenosed lesion was located in the severely torturous and severely calcified right coronary artery. The physician found a kink in the 330cm rota guide wire while loading the rota burr. The physician therefore removed the guide wire from the rotalink plus unit. The device then broke at the location of the kink. The break occurred outside of the patient. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination of the device found it to appear visually correct with no indication of any defect or anomaly. All the outer diameter measurements were within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as examination of the returned product revealed no damage or irregularities. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire break occurred. The 90% stenosed lesion was located in the severely torturous and severely calcified right coronary artery. The physician found a kink in the 330cm rota guide wire while loading the rota burr. The physician therefore removed the guide wire from the rotalink plus unit. The device then broke at the location of the kink. The break occurred outside of the patient. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.